Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements. Technical services (ts) was consulted and noted that the rise of impedances was gradual and discussed possible calcification. Ts recommended a max energy shock to obtain actual therapeutic shock delivery value and discussed it can be performed during the generator change as the implantable cardioverter defibrillator (ICD) is in elective replacement indicator (eri). This rv lead remains in service. No adverse patient effects were reported. Additional information was received, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements. Technical services (ts) was consulted and noted that the rise of impedances was gradual and discussed possible calcification. Ts recommended a max energy shock to obtain actual therapeutic shock delivery value and discussed it can be performed during the generator change as the implantable cardioverter defibrillator (ICD) is in elective replacement indicator (eri). This rv lead remains in service. No adverse patient effects were reported.